Event description:
A (B)(6) male patient contacted zoll customer support to report 'error messages'. Review of the patient's downloaded data revealed multiple occurrences of 'gel released' flags potentially indicating damage to one of the cables. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (error / message / gel released) was confirmed. Upon evaluation, the blue (+5v), violet (agnd), green (belt discharge) and gel fire wires were damaged in the cable connecting the distribution node (dn) and ECG electrode b. The root cause of the damaged cable and wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The patient was issued a replacement electrode belt.